Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. Customer changed supplies to address the occlusion alarm and resumed insulin. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 248 mg/dl.